Event description:
It was reported that during the implant attempt, the atrial lead dislodged. The physician retraced the helix and repositioned the lead. The lead then dislodged a second time. The helix was then retracted and the lead taken out of the body and placed on the table to do a manual test of the helix. The helix took fifteen turns to extend and the physician found this to be unacceptable. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented that the helix was able to be extended and retracted within specification. Correction.